Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. It was alleged that there was moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission, 09/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked above the bumper pad in two locations and below the bumper pad. There was moisture corrosion was observed inside the battery compartment. A leak test was performed and leaks were found at the battery compartment cracks. The pump was opened and moisture corrosion was found on the battery canister.